Manufacturer narrative:
This is 2 of 2 reports. The subject device remains in patient.

Event description:
The patient underwent uneventful stent assisted angioplasty of the occluded left vertebral artery. It was reported that during 1 year follow-up, angiograph was performed and restenosis with 90.0% stenosis rate were noted to the stenting area. Patient was treated with the balloon angioplasty and it was resolved. No further information is available.

Manufacturer narrative:
Updated (the patient is reported to be fine now). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per additional information received, physician believed the wingspan stents performed as intended. And the reported restenosis is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, a cause classification of anticipated procedural complication was assigned to the reported restenosis.

Event description:
The patient underwent uneventful stent assisted angioplasty of the occluded left vertebral artery. It was reported that during 1 year follow-up, angiograph was performed and restenosis with 90.0% stenosis rate were noted to the stenting area. Patient was treated with the balloon angioplasty and it was resolved. The patient is reported to be fine now.